Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was diagnosed with peritonitis on (B)(6) 2016. The patient was diagnosed in the clinic. The patient was not admitted in the hospital. The culture results were for staphylococcus gram positive. The peritonitis was not related to the cycler. The patient admitted not wearing a mask. Patient's sterile technique was reported to be poor. In the clinic the staff performed some training with the patient. The patient was prescribed vancomycin and cephadin. The patient was prescribed vancomycin every 5 days for approximately a month. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.